Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep removed and replaced the battery pack. He readjusted the charge voltage to equal 225 volts during normal charge. The system operates as intended with no error messages.

Event description:
The customer reported that a precharge voltage error message displayed on the system and it would not boot up.